Event description:
It was reported that the handgun appears no function while trigger on. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, it was found that the batteries had leaked electrolyte inside of the pack.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on in high or low mode with the original battery pack but did power on in both modes when connected to a lab battery pack. Visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.